Event description:
A pt presenting to labor and delivery in labor. At 41 week gestation and history of prior planned c-section for twins. Patient placed on fm20 philips avalon. Monitor was erratic with tracings and at one point, it was difficult to distinguish mom and baby's heart rate on the tracing, but the digital readout was 30 beats apart. Ultrasound showed no heart beat. Emergency c-section was performed and the infant had an apgar of 0,0. The infant was resuscitated and transferred to facility with higher level of care in nicu. The baby did not survive, dying the next day.